Manufacturer narrative:
See following MFR numbers for related device failures: 3012307300-2018-01480; 3012307300-2018-01482; 3012307300-2018- 01483; 3012307300-2018-01484.

Event description:
Patient's mother reported that two of her daughter's extension sets from lot 57x488 (connected to an ambulatory infusion pump) leaked at the filter site during infusion therapy of a life-sustaining medication. The faulty extension sets were changed out with new sets as soon as her daughter noticed the leaks. No patient or clinical injury were associated with either of these occurrences, however, she expressed concern that her daughter is losing medication due to the leaking set.

Manufacturer narrative:
Cadd extension sets samples were received for analysis. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found. A CAPA was issued on in order to identify the root cause and implement proper corrective actions.